Event description:
It was reported that the patient was experiencing difficulty in charging the ipg. The patient underwent ipg replacement procedure and patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few months from date manufacturer was made aware.